Event description:
It was reported that the patient had elevated capture thresholds at high output and an issue with pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and impedance anomaly were confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. Dissection of the lead found the inner insulation was abraded at the distal region. The cause of the reported events was due to inner insulation abrasion. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorts due to the internal abrasions.